Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms during the day and an altitude alarm occurred while the customer was working out. Reportedly, as there was a delay in the clearing the altitude alarm, a pump system check could not be performed to determine a possible cause of the occlusions. Blood glucose was 214 mg/dl. Although multiple attempts were made to follow up, the customer did not reply to the requests.